Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient presented with symptoms of muscle stimulation. It was discovered that the lv lead migrated into the rv, and a dislodgement was diagnosed. The lv lead was explanted and replaced.

Manufacturer narrative:
02-jun-2023 additional information received: an attempt to revise the lv lead was made on 04-aug-2020, but failed because the subclavian vein could not be accessed due to stenosis. Lv lead function was switched off, device was reprogrammed to dual chamber ICD. The lv lead was then removed the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.